Event description:
While child was watching tv at 10 am, staff noted child was holding the clear plastic portion of the trach tube in his hand & was pointing to the blue silicone portion of the trach still inserted in the tracheostomy stoma. Cadens valve and oeco were not attached to the trach at the time. Required insertion of a new, sterile trach. Age of device 8 days.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.